Manufacturer narrative:
The device was received for evaluation. No issues were found regarding the pod. Inspection of the download data and patient history buffer data showed no issues. No timeouts or drive stalls were observed. The automated glucose control algorithm was able to adapt accordingly to the glucose values and user input. Because of the unavailability of the sensor data, it could not be confirmed whether the continuous glucose monitor (cgm) was giving incorrect values.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 20 mmol/l (360 mg/dl) between 5 and 24 hours of wearing the pod. The patient¿s parents reported an issue affecting the patient¿s diabetes devices. They described that during the past week in february, the glucose reading measured very high, while both the omnipod and dexcom phone apps showed a low value. On (B)(6) 2026, the dexcom g7 sensor showed incorrect values (2 mmol/l instead of 20 mmol/l). These incorrect values were visible both on the app of dexcom as well as the omnipod controller. The parents treated this as hypoglycemia based on these values and gave extra carbohydrates and dextrose whilst the actual values were increasing to 20 mmol/l. The patient was feeling unwell and was nauseous. The parents called the hospital in the evening to seek medical assistance. The parents stayed on the phone with the hospital for one hour and they were advised to replace the pod and the sensor. As the values were still rising, the patient was taken to the hospital the evening of (B)(6) 2026. The patient stayed in the hospital overnight for observation, the values were tested every hour with finger pricks, and they were allowed to return home on the evening of (B)(6) 2026. The patient was diagnosed with hyperglycemia.